Event description:
Bard ic foley catheter deflated while in patient and fell out. After replacing catheter, nurse checked failed catheter by filling with saline solution. After a few seconds, the saline squirted out from around the orange ring on the inflation port.